Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer may have become hot to touch in the battery compartment area.

Manufacturer narrative:
(B)(4).